Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the customer had several episodes of high blood glucose of 29 mmol/l and 19 mmol/l. Customer still experienced high blood glucose after set changes. Customer's blood glucose at time of call was 9.5 mmol/l. Customer was taken to a senior consultant at the hospital. Customer mentioned she was hospitalized for hyperglycemia, with blood glucose level over 30 mmol/l couple months ago. Customer reported there was a problem with the rewind function on the insulin pump. There were air bubbles in the device caused by the malfunction of the rewind drive. Customer was unable to troubleshoot. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis. Customer was advised to monitor the insulin pump.

Manufacturer narrative:
The insulin pump passed functional testing including displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. No rewind anomaly or air bubbles developing inside the reservoir during our testing noted. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. The insulin pump had minor scratched lcd window and cracked battery tube threads.